Event description:
The MFR received info alleging a ventilator would not power on. There was no pt harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the MFR for eval, and the customer's complaint was continued. The front panel/keypad led pca was replaced to correct this issue. During the eval, a ventilator inoperative error code was found in the error log. The device's system board was replaced to address this issue.